Manufacturer narrative:
Patient information: no specific patient information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium and chloride results on architect c16000 processing module for one patient. The results provided were: patient (B)(6): initial chloride=120 mmol/l/repeated=96 mmol/l. Laboratory reference range for chloride=99 to 110 mmol/l there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer observed bubbles inside the ict reference solution 1ml syringe and replaced the syringes, the 1 ml syringe (ln 09d41-02), which resolved the issue. A review of the architect c16000 processing module, serial number (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect c16000 processing module or the 1 ml syringe, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of depressed concentration and erratic sample results and provides the removal, the replacement, and the verification procedures for the 1 ml syringe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect c16000 processing module, serial number (B)(6) , or the1 ml syringe.